Event description:
Complainant alleged that while attempting to pace a pt (age & gender unk), the device was unable to captured the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for eval, and this complaint is still under investigation.